Event description:
The customer reported that four months following acl replacement surgery using this implant, the patient developed pain. The patient returned to surgery in 2007, and the implant was removed. It was reported that upon removal of this implant, it had an angled break at the point where the diameter becomes bigger, the current status of the patient is unknown.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. This event occurred following the patient's first acl replacement. Investigation findings: to date, the implant has not been received for evaluation. A follow-up report will be sent following receipt of the device and completion of an investigation. A review of product history shows no other reported problems for this failure mode since product release in 2005.